Event description:
It was reported that the customer experienced a blood glucose (bg) level of 24 mg/dl, a loss of consciousness, bruising, a facial laceration, broken finger, and customer bit tongue. The cause of the low bg was unknown; however, customer was new to the pump, and contact believes it was possibly user error. In addition, customer was experiencing inaccurate continuous glucose monitor sensor readings; however, customer was unable to clarify if this contributed. Additionally, customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 into a skilled nursing facility with the issue resolved; however, customer reportedly sustained cognitive impairment as a result of the event. Tandem technical support was unable to complete a system check as customer did not have the pump available. Reportedly, the customer reverted to an alternate form of insulin therapy. No additional customer or event information was provided.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.